Manufacturer narrative:
The reported that user was hospitalized on (B)(6) 2026. The user had removed his catheter twice within 4-5 hours which was the reason why he felt symptoms of confusion and agitation, and the user was discharged until (B)(6) 2026. The event was not related to the user's diabetes or the eversense system. Per dms, user is currently using the system with up-to-date information.

Event description:
Senseonics was made aware of an incident where it was reported that user was hospitalized on (B)(6) 2026. The user had removed his catheter twice within 4-5 hours which was the reason why he felt symptoms of confusion and agitation, and the user was discharged until (B)(6) 2026. The event was not related to the user's diabetes or the eversense system. Per dms, user is currently using the system with up-to-date information.